Event description:
Patient reported eight infusion set cannula was bent on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.